Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. E1: patient city: (B)(6) patient country: poland.

Event description:
Reference number (B)(4) event occurred in poland. This emdr is being submitted for unknown number of quantities it was reported that the patient received infusion sets with a crushed box and damaged needles on (B)(6) 2026. Labels and packaging were confirmed intact, with the only issue being product damage upon receipt. No further information available.